Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, date of implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing which appeared to be related to the atrial pace and was attributed to cross-talk. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.